Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. This record can be closed.

Event description:
During hansson pin removal surgery, the surgeon tried to assemble inner extractor and the distal part of hook. However, the surgeon was not possible to assemble the inner extractor and he hit the inner extractor with the hammer. Afterwards, it wasn't possible to assemble the outer extractor. He hit the outer extractor with the hammer, and the hook broke. When the surgeon checked, it wasn't possible to disassemble inner extractor and outer extractor. The surgery was finished using another set.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During hansson pin removal surgery, the surgeon tried to assemble inner extractor and the distal part of hook. However, the surgeon was not possible to assemble the inner extractor and he hit the inner extractor with the hammer. Afterwards, it wasn't possible to assemble the outer extractor. He hit the outer extractor with the hammer, and the hook broke. When the surgeon checked, it wasn't possible to disassemble inner extractor and outer extractor. The surgery was finished using another set.